Event description:
It was reported that while still in the box, the device was noted to have 10% battery life remaining, and that it was close to eri (elective replacement indicator). The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.